Manufacturer narrative:
Failure analysis was unable to prime due to faulty fsr (gold). Unable to verify excessive no delivery alarms. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed a no delivery which they could not resolve. The customer's blood glucose level at the time of the event was 480 mg/dl. They insisted on replacing the insulin pump. The insulin pump will be returned for analysis.